Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use right ventricular (rv) lead rv lead warning triggered for low impedance, and noted impedance has decreased over time. Device was reprogrammed and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.